Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. Without the device, the nature of the reported inflation difficulty could not be verified; hence a probable cause(s) could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, 90% stenosed, mid left anterior descending artery. After crossing the lesion with the 2.0x15 mm mini trek balloon catheter, an attempt was made to inflate the balloon; however, the balloon would only inflate to rated burst pressure of 14 atmospheres, no higher. There was no difficulty deflating the balloon for retraction of the balloon catheter from the anatomy. The balloon catheter was exchanged for a non-abbott balloon catheter and the procedure was completed successfully with the deployment of a stent in the lesion. Post procedure, the mini trek balloon used in this procedure was tested against another same size second-hand balloon used before to the same pressure. No issue was found with the second hand balloon during the comparison. There was no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.